Event description:
It was reported that the device broke and was unable to be removed from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Filing on behalf of the legal manufacturer tag medical.

Event description:
It was reported that the device broke and was unable to be removed from the patient.

Manufacturer narrative:
The device was not received for evaluation at stryker endoscopy. The device was received at tag medical for evaluation. Based on the tag investigation report attached, the reported failure ¿[biosteon isi tap broke off in bone tunnel while tapping. The break occurred at the intesection of the tap threads and the shaft. Unable to remove, was left in patient acting as interference screw.]¿ was not confirmed. According to tag: "since the device was lost during shipment from the customer to tag, the device couldn't be examined. Based on the complaint description, it appears that the device got broken in the welding point between the shaft and the screw tip. According to the IFU #ifu118st, the bending angle shouldn't be smaller than 28 degrees, and the anatomic conditions of the patient should require a flexible portion smaller than 25mm. The complaint description does not elaborate on the event which caused the device to break. It is possible that the device wasn't used as intended, causing the device brakeage. Also, the device service life is only two years. Since the majority of #lot18p01 was sent to the customer on the end of 2018, it is likely that the device was overused and over worn. Therefore, it can be concluded that the device was misused." The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known. H3 other text : 81.